Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 adapter stopped working. A replacement device was used to complete the procedure. No patient effects.

Manufacturer narrative:
A lot history search is not applicable because this is a reusable, non-serialized OEM device for which the lot number was not provided to us. A ship history is not likely to identify the correct lot for the reported device. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use was observed. No visual defects were observed. The device was evaluated for connector function. The adapter was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2, reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. The test was conducted 10 times. A polyfuse electrical test was performed with the same reference power supply, cable and hemopro 2; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. The device was measure for continuity using a calibrated multimeter; continuity was measured across all pins. We were unable to reproduce the reported failure during testing of the unit. Based upon the evaluation results, the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 adapter stopped working. A replacement device was used to complete the procedure. No patient effects.